Event description:
Reporter alleges pt had implant surgery on or about 1998 to relieve arthritic symptoms and pain. The toe became stiff after surgery and pt underwent conservative therapy without any relief. Pt underwent exploratory surgery in 1999 and the implant was fractured and removed.